Manufacturer narrative:
The sample was submitted for investigation. The customer's high ft3 and ft4 results were reproduced. Upon further investigation, an interfering factor against the suru label was identified in the sample. This interference caused the high ft3 and ft4 results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) and elecsys ft4 iii (ft4 iii) on a cobas e 801 module and a cobas 6000 e 601 module compared to the beckman method and the snibe method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. Refer to attached data for the patient results. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4). The e601 module serial number was not provided.